Manufacturer narrative:
The device code and the evaluation conclusion code have been updated.

Manufacturer narrative:
The affected test strips were requested for investigation, but it was not possible for the customer to send the test strips. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The patient has antiphospholipid syndrome. Per product labeling: "the presence of anti-phospholipid antibodies (apas) such as lupus antibodies (la) may lead to prolonged clotting times, i.e., they may cause false-high inr values. If you have or suspect that you have apas, discontinue testing until you discuss with your physician." Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
The initial reporter stated they received a questionable result for one patient tested with a coaguchek xs meter (serial number unknown). At 12:24, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 3.92 inr. At 16:20, a sample from the patient was tested using the meter, resulting in a value of 7.5 inr. The patient's therapeutic range was not provided.